Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter alleged pt experienced an increase in seizures. Subsequent testing resulted in high lead impedance on a system diagnostics test performed in 2006. Per reporter, subsequent x-rays revealed lead break. Pt's lead and generator were both replaced in 2006.